Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the large hem-o-lok clip applier (part# 470230-12 / lot# n10210222 0057) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 during a liver resection procedure via system serial# (B)(4). A backup instrument was not noted to be used during the instruments last use. There were 71 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument cable breakage was identified at central processing. At this time it is unknown if a fragment fell inside a patient, if post-operative test(s) were performed to attempt to locate a fragment, and what caused the breakage to occur. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during central processing, the large hem-o-lok clip applier had a broken cable. There was no patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the customer reported complaint " broken cable" . Failure analysis found the primary failure of grip cable clip applier dislodged proximal to be related to the customer reported complaint. The instrument was found to have a dislodged grip cable at the proximal end (in the housing). The grip cable is not broken, it was dislodged from the input disk because of a cracked clamping pulley. The root cause of this failure is attributed to component failure. The housing was removed for inspection and the grip clamping pulley was also found to have a crack likely causing the grip cable to dislodge. The root cause is typically attributed to the mishandling/misuse.